Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result from a patient sample run on a vitros eci immunodiagnostic system. Vitros result of 0.063ng/ml vs 0.032 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected result was not reported to a clinician and no allegations of patient harm were made as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result from a patient sample run on a vitros eci immunodiagnostic system was observed. Root cause for the event could not be determined with the information made available, however the possibility that inappropriate pre-analytical sample processing, an unexpected vitros troponin I es reagent performance or an unexpected vitros eci system performance had contributed to the results could not be ruled out entirely.